Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that the pump time was incorrect, cause was unknown. As well, as that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.